Manufacturer narrative:
A ge service representative performed an on site investigation. The motron pcb was replaced and the vertical stops were re-calibrated. The system was then found to be working as intended.

Event description:
The customer reported, the table was tilting incorrectly when pressing the table up/down controls. No reports of patient or staff injury.